Manufacturer narrative:
(B)(4): occlusion is labeled in IFU. Event evaluation still under investigation.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2012. The pt's anatomical form was not suitable for the endovascular repair since the angle of proximal neck for infrarenal neck to axis of aaa was more than 60 degrees and the length of it was less than 15mm. Aorto-uni-iliac and femoral-to-femoral bypass surgery was planned to be performed since terminal aorta was narrow. Right internal iliac artery was coiled embolized and the main body was inserted from left side with pull through technique. Angiography revealed leak flowed in a delayed fashion from the part just below left renal artery. The converter and the left iliac leg were placed. Confirmatory angiography showed proximal type I endoleak remained. Two another manufacturer's stents were placed in left renal artery and chimney stent technique was performed as planned. The body extension was placed below right renal artery and femoral-to-femoral bypass surgery was performed after the occluder was placed in right side. Confirmatory angiography revealed type I endoleak still flowed in a delayed fashion (1820334-2012-00065) and left internal iliac artery was occluded. (1820334-2012-00064). The physician decided to take a wait-and-see approach since the procedure became prolonged. Pt outcome is unk as it was not provided by reporter.